Event description:
It was reported that the patient was experiencing inadequate pain relief due to leads had high impedances. The patient underwent a lead replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Sc-2317-50 (sn:(B)(6)). The returned lead was analyzed and the lead was cleanly cut into three pieces. Visual inspection revealed burn marks on the lead body close to the proximal end retention sleeve. It appears that the burn marks were caused by the use of electrocautery. The lead damage is a result of a typical explant procedure and it is not considered a failure. Sc-2317-50 (sn:(B)(6)). The returned lead was analyzed and the lead was cut into three pieces during the explant procedure. Visual and x-ray inspections confirmed the lead fracture was not present. With all the available information, boston scientific concludes that the patient was experiencing inadequate pain relief due to leads having high impedances. The complaint was not confirmed. The lead damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to leads had high impedances. The patient underwent a lead replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Dare of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-70, serial: (B)(4), batch: (B)(4).